Event description:
It was reported that during a laminotomy left l5-s1, excision surgery, a pituitary rongeur was used for spine surgery and a piece of the rongeur broke off. A small pituitary was used to grasp and remove the fragment. A nerve hook was used to remove the additional loose fragments and free to be grabbed with the pituitary. Also, the pituitary was used to enter the disc space to grasp for loose fragments. Unfortunately, the micro pituitary was noted to be broken and missing its inferior arm after the first pass. C arm imaging confirmed that it remained within the disc space. Surgeon tried to pull the fragment into the field with a nerve hook and also tried to grasp it with the biopsy grabber, using c arm to try to localize it. Surgeon was not able to remove it and determined after several minutes that they would cause damage with further manipulation and potential for nerve injury with continued retraction. This would be likely worse than the potential problems with this retained piece deep within the disc space. No information regarding patient complication.

Manufacturer narrative:
(B)(6). (B)(4). Instrument was not returned to the manufacturer.